Event description:
It was reported that during an ivor lewis esophagectomy procedure, the surgeon and nursing staff described the following: the device was fired with three white loads and one green load. On the fifth firing (with a gold load), the tissue appeared to "slide" in the jaws and the cut line was very ragged. Some staples formed but some appeared to not form correctly as well. The tissue being fired upon was gastric tissue along the lesser curve. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple45a device was returned in good visual condition and with one ecr45d cartridge reload present. The reload was received fully fired and with cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no cutting issues were noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was a leak test performed and if so, what was the result? None performed to my knowledge. Was buttressing material utilized? If so, which product? None was utilized. What is the current status of the patient? I will visit with the surgeon to determine this.